Event description:
Customer allegedly sat in the wheelchair seat but his right hand was underneath the partially unfolded seat. Right ring and pinky fingers were smashed. Serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tracer 4, serial number/date code is unknown. The owner's manual part number (b)() was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Allegedly the consumer opened the wheelchair, but it was not completely unfolded. Allegedly the consumer sat in the wheelchair seat but his right hand was underneath the partially unfolded seat. Allegedly the consumer's right ring and pinky finger got smashed when he plopped into the unfolded seat. Allegedly the consumer's finger was caught in between the seat and the mechanism that connects the seat to the chair. Consumer's reason for using the chair is assistance with ambulation. Consumer was allegedly taken to the emergency dept. Via ems transport. Consumer allegedly had an open reduction and internal fixation done to his right ring and pinky fingers.